Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-07739. It was reported that the patient presented to the hospital due to unknown reasons. It was noted that the patient had bacteremia and developed an infection. Intervention was not performed. The patient was in stable condition.